Manufacturer narrative:
Per the complaint, part and lot is unknown. Part will be identified at device investigation and submitted with a follow-up report.

Event description:
Per complaint (B)(4), a patient experienced implant loss in the healing phase.